Manufacturer narrative:
The actual device was discarded and was not returned to the MFR to be evaluated. Without the actual sample a thorough eval could not be performed. It has been reported that the nurse finished the IV and set the needle down and during clean up she received a needlestick in her finger. It is possible, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported it is unk if the clip covered the needle before setting it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the lot number. All available info has been provided to the actual MFR for eval.

Event description:
As reported by the sales rep per the user facility: reports clip did not activate, had a needle stick in the ed dept. Additional info provided by the facility indicated the nurse finished the IV and set the needle down and during clean up she received a needlestick in her finger. It is not known if the clip was activated over the needle tip when the nurse laid it down. The clinician and the pt received all protocol hosp bloodwork testing and all testing results have been negative. The sample was discarded and is not available for eval.